Event description:
On (B)(6) 2012, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt had a 12 cm aneurysm with a 90 degree proximal neck. On (B)(6) 2012, cta revealed a right limb occlusion. A 12 mm device had been used on the right side of the endograft system. On (B)(6) 2012, a tpa drip was performed to resolve the occlusion. On (B)(6) 2012, imaging showed a distal type I endoleak on the left side. The limb had pulled up into the aneurysm sac. The limb on the right side had occluded. On (B)(6) 2012, cta showed device occlusion on the right side and a distal endoleak was identified on the left side. The left leg of the endograft system was extended down to the hypogastric with a gore excluder aaa endoprosthesis contralateral leg component. The endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: (B)(4).